Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2015 with the following findings: during investigation, a review of the pump¿s black box showed evidence of loss of prime warnings (cs (B)(4)) had occurred due to low non-zero force. During testing, the ez-prime steps were performed successfully with no cs (B)(4) warning or other alarms. The pump was found to perform within required specifications. The issue of the occurrence of loss of prime alarms was shown in the history but was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.